Event description:
It was reported that the pump malfunctioned. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections as a backup therapy and was sent a replacement pump with updated software by cts.